Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there was a crack from the screen all the way down to the bottom. The customer also reported that the insulin pump received battery alarms. The customer's blood glucose was 4.8 mmol/l at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the stop current test, run current test, self test, off no power test and displacement test. No unexpected off no power alarm or low battery alarm noted during testing. Device was received with minor scratched lcd window and cracked select button keypad overlay.